Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the issue. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was unable to reset the pump and planned to call back once charging supplies were available to continue communication with technical support, who left the case open for follow-up. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump.